Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Event description:
On february 06 palette life sciences received a notification from a [physician] in the united states. It was reported that "the needle hub on the syringe started to leak and then broke off during the injection."

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) palette life sciences received a notification from a [physician] in the united states. It was reported that "the needle hub on the syringe started to leak and then broke off during the injection."